Event description:
It was reported that when using the bd pyxis¿ es refrigerator hctrauma door would not open, and the temperature was out of range while using recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had a door failure. A field service engineer found that the helmer door would not open. The engineer shut down and rebooted the station, inspected the magnet wire, and logged into diagnostics, where it was noted that the sensor indicated the door was open even when it was closed. The engineer then inspected the door switch and found it stuck. After pressing it in, the switch returned to its normal position, and the refrigerator was successfully recovered. The customer then performed inventory successfully. The system functioned as intended after the field service engineer repaired the device.